Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer had symptoms such as and treated with food and glucose tablets. Customer's blood glucose value was 47 mg/dl at the time of the call. Customer reported that the low blood glucose levels began on (B)(6) 2017 between 11:30am and 5pm. The product was not returned for analysis.